Event description:
It was reported that the laser burned a very small hole in the left atrium. It was stated that the physician repaired the atrium with 4-0 prolene. It was indicated that the color of the lesions varied whereby two lesions were "charred" and one did have full thickness and created a hole in the atrium. Follow-up indicated that the pt was stable and doing well without complications.

Manufacturer narrative:
The device was examined prior to decontamination, and the device showed no signs of thermal damage on the spine or catheter when examined under the microscope at 30x while assembled and disassembled. There was a severe kink in the blue tubing (jacketed cable), at the proximal end of the handle. Post decontamination, the device was examined and found to have a fiber gap of 0.41mm to 0.44mm. The gold was found to be in good condition. There is no thermal damage to the area around the fiber face. There are what appear to be pinch marks on the catheter, located at and between the 6.5 and 7.25 markers. There also appears to be thermal damage to the outside surface of the catheter between the same areas as the pinch marks. The damage appears to have occurred from the outside inward. The device was tested in the returned position (straight) and also placed in a 4.7cm bend. The testing was performed in all (1-7) index positions in the straight and bent positions. The device passed all test "lases".